Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a yellow alert was issued via the patient's home monitoring system for loss of capture on the right atrial (ra) channel of this implantable cardioverter defibrillator (ICD). Noise and oversensing of the respiratory rate trend (rrt) signal was reported. Boston scientific technical services (ts) discussed that rrt could be programmed off. No adverse patient effects were reported. This device remains in service.